Event description:
The customer reported a ventilator with an air intake fault. No patient involvement / harm.

Manufacturer narrative:
The exhalation power supply and the blower assembly were returned to the manufacturer's failure investigation lab for evaluation.visual inspection of the power supply revealed no evidence of damage or contamination. Visual inspection of the blower assembly revealed no evidence of damage or contamination. The parts were installed into a test ventilator, and when powered up it displayed diagnostic code 1012 and would not deliver breaths. The power supply was further investigated with a test oscilloscope and the problem was traced to an open f2 fuse, which was open at the end cap. The open f2 fuse was removed and replaced. The power supply was returned to the test ventilator, tests were re-run. In these follow-up tests, the ventilator powered up and delivered breaths, did not produce any failures, and passed three extended self-test cycles. The ventilator was run for four hours to verify continuous operation, and passed without generating errors. Replacement of the open f2 fuse corrected the problem with this power supply. This customer returned moog blower assembly was tested and no failures were identified.